Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2006, including surgical records for whipple procedure completed in 2005, were not provided. (B)(6) 2006: (B)(6). Operative report. Assistant: (B)(6). Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operation: laparoscopic incisional hernia repair with mesh. Description of procedure: ¿with the patient in the supine position under general anesthesia, the abdomen was prepped and draped in a sterile fashion. A skin incision was made in the right flank and carried down through the muscle layers to the peritoneum. The peritoneum was opened. A 10 mm trocar was inserted. The abdomen was insufflated with co2 pressure at or below 15 mmhg. A 5 mm trocar was inserted in the left lower quadrant and a 10 mm trocar in the right lower quadrant. The abdomen was observed through the laparoscope. There were marked adhesions to the anterior abdominal wall from her previous whipple procedure. These adhesions were taken down using sharp and blunt dissection. Care was taken to avoid injury to bowel. With all the adhesions the anterior abdominal wall was taken down. The hernias were inspected. The patient had a large hernia right in the middle about 10 cm in size. There were 2 smaller ones with 1 to the right that was about 3 cm and then 1 to the left that was about 4 cm. The hernia was mapped on the anterior abdominal wall and then 3-4 cm of additional mesh was used as a repair. The mesh was then rolled up and passed through the 10 mm trocar site in the right flank. This was then positioned with the smooth portion left internally. Through tiny incisions the sutures were passed through the abdominal wall and tied in place. Using the endo anchor the edges of the mesh were then tacked to the abdominal wall all the way around about 1 cm apart. The mesh fit very nicely and without tension. Hemostasis was good. The remainder of the abdomen was inspected. The liver did not show any signs of tumor and there was no other evidence of any masses. The trocars were removed. The air was allowed to escape. The fascia at the two 10 mm trocar sites were closed with 0-vicryl. The skin was closed with subcuticular 5-0 vicryl and some staples. The patient tolerated the procedure well and was taken to recovery in satisfactory condition.¿ (B)(6) 2006: (B)(6). Implant record. Mesh dual 15 x 19 cm. 1dlm04. Qty: 1. Product identification records for the alleged ¿gore dualmesh¿ were not provided. (B)(6) 2013: (B)(6). Office note. Left upper quadrant abdominal pain, she is known to me from previous incisional hernia repair in left upper quadrant about 6 years ago. About a month ago she felt pain in the left side with radiation up to the epigastric area, is concerned she has another hernia. Past medical history: diabetes, helicobacter pylori infection. Medications: aspirin, glucophage, metformin. Weight 200 lbs, bmi 35.43. Assessment: abdominal pain. Plan: CT of abdomen. (B)(6) 2013: (B)(6). Emergency room visit. Abdominal pain, nausea, vomiting and diarrhea. Patient had a history of pancreatic cancer and 1 year ago was told she was in remission. Prior episodes of nausea vomiting and diarrhea with most recent being less than a year ago. Patient rolled over approximately 1 week ago and developed upper abdominal pain at area of her mesh from past surgery. Pain has been present and worsening since. Wbc 10.1. CT: there remains slight prominence of a few loops of small bowel. The patient is status post whipple procedure. No evidence of free air. No free fluid. There is expected pneumobilia. No definitive acute findings. Stable diverticulosis without inflammatory findings. Disposition: acute urinary tract infection. Secondary impression: dehydration. Records between 09/28/13 and 09/23/17 were not provided. (B)(6) 2017: (B)(6). Emergency room visit. Patient instructed to come here by her primary care physician for frequent falls. She fell yesterday 3 x with possible loss of consciousness, feeling weak today. She had bladder/vaginal surgery-¿a lift¿ 18 days ago, has had blood in stool, blood in urine at pcp [primary care provider¿s] office. Diarrhea yesterday. Exam: constitutional: fatigue, weakness-generalized. Gastrointestinal: bloody/tarry stool, diarrhea. Home medications: aspirin daily, metformin. Past medical history: diabetes mellitus, gerd [gastroesophageal reflux disease] gastritis, pancreatitis. Additional surgical history: whipple. Former smoker. Labs: albumin 3.0 l. (B)(6) 2017: (B)(6). Radiology-CT abdomen/pelvis. History: pancreatic cancer with history of lower poles. Findings: abdomen: the lung bases appeared unremarkable. Patient has evidence of a thoracic neurostimulator. There is evidence of biliary air. The gallbladder, spleen, adrenals, pancreas, and kidneys appeared unremarkable except for postsurgical changes suggesting an open procedure with head and uncinated process no longer appreciated involving the pancreas. There is atherosclerotic disease abdominal aorta with small periaortic nodes. There is a moderate amount fluid in the stomach. Patient has evidence of anterior abdominal wall surgery with surgical clips. There are dilated loops of distal small bowel with air-fluid levels which could represent a focal ileus or early obstruction. The transition zone is not clearly identified. There is abnormal appearance of the to a [sic] mid small bowel loop which shows evidence of marked mucosal edema. No inflammatory changes noted surrounding the bowel however cannot exclude a focal ileitis or ischemic changes but this could represent part of the patient¿s known whipple procedure with an afferent limb. Close follow-up is recommended. Pelvis: mildly dilated loops of distal small bowel with air-fluid levels which may represent ileus. Free fluid the deep pelvic region on the left side. Urinary bladder appeared unremarkable. Uterus and ovaries are not seen and have been surgically resected. There are scattered sigmoid diverticula without evidence of diverticulitis. Patient has evidence of a neurostimulator housing in the left gluteal region. Osseous structure of the pelvis appeared intact. There are calcific densities in the lower pelvic region suggesting phleboliths. Impression: abnormal appearance to the small bowel loop noted in the right mid abdomen which could represent a focal area of significant colitis or ischemia or possible afferent limb. Close follow-up is recommended. Evidence suggesting ileus involving the distal small bowel. No free air is identified. There is air in the biliary system. Dilated stomach. (B)(6) 2017: (B)(6). Operative report. Pre-procedure diagnosis: small bowel obstruction. Post-procedure diagnosis: same. Procedures performed: exploratory laparotomy. Small bowel resection. Removal of synthetic mesh. Assistants: (B)(6). Operative findings: ¿patient was taken to the or and placed supine on the operating table. After adequate induction of general anesthesia the patient was prepped and draped in the standard sterile fashion. A midline incision was made using a 10 blade and bovie cautery was used to dissect through the subcutaneous tissues to the fascia. The fascia was divided and a piece of bilayer synthetic mesh was encountered in the upper midline. While opening the abdomen a small amount of pus leaked out from the mesh. The mesh was divided with heavy scissors, and the omentum and small bowel was dissected free from the posterior surface of the mesh using scissors and bovie cautery. The abdomen was explored and an internal hernia was found with most of the small bowel in the ruq [right upper quadrant] behind the loop of bowel that was brought up to the ruq [right upper quadrant] for the whipple. The bowel was reduced from the hernia and examined. The transition point was found and the distal bowel was decompressed. All of the bowel in the ruq was purple, but after the hernia was reduced the bowel became pink with peristalsis. There was one small section, approximately 10 cm, that was felt not to be viable. It was resected using a gia stapler and the mesentery was divided using the ligasure. A stapled side to side anastomosis was created with a gia 75 mm stapler and the defect was closed using a ta 60. The mesenteric defect was closed using interrupted vicryl sutures. There was a band of tissue in the ruq [right upper quadrant] of the ovary to the cecum that was felt to possibly be constrictive, and contributing to the internal hernia, and this was taken down with the bovie. The abdomen was irrigated with ns and the bowel run again from the ligament of treitz to the terminal ileum. The mesh was completely resected due to purulent drainage in one spot, and due to the opening of the bowel during the case. The bovie and scissors were used to take the mesh down from the posterior abdominal wall and it was passed off the field. There was no obvious hernia defect that needed to be addressed. Prior to closure, the silicone ngt [nasogastric tube] was exchanged for a traditional salem sump tube, and was palpated in good placement in the stomach. The fascia was closed using a running 0 pds and the skin was closed using staples. A sterile dressing was applied and the patient was awakened and taken to the pacu in stable condition. Complications: none. Estimated blood loss in ml¿s: 10 ml. Specimens removed/altered: section of small bowel synthetic mesh.¿ (B)(6) 2017: (B)(6). Pathology report. Specimen: fw: s-17-5512. Tissues: a. Small bowel. B. Mesh, nos- abdominal. Clinical history: small bowel obstruction. Final diagnosis: a. Small bowel resection: small bowel showing ischemic type necrosis with edema and vascular congestion. Resection margins appear viable. Negative or malignancy. B. Soft tissue, abdominal mesh, excision: fibrofatty soft tissue showing fat necrosis, acute and chronic inflammation with sclerosis. Abdominal mesh material (see gross description). Gross description: a. Specimen is received in formalin and labeled ¿section small bowel¿. The specimen consists of an unoriented segment of small bowel, stapled at both ends measuring 14.0 cm in length and 2.8 cm in average diameter. The serosa is granular and focally congested with a few adhesions. The mucosa is dark green with no lesions or areas of ulcerations. B. The specimen is received in formalin and labeled ¿abdominal mesh¿. The specimen consists of a 22.5 x 16.0 x 1.5 cm in segment of mesh material with attached fibroadipose tissue. There are no discrete masses. (B)(6) 2017: (B)(6). Radiology-x-ray abdomen. History: syncope with bowel obstruction. Impression: evidence of possible small bowel ileus or obstruction. (B)(6) 2017: [facility ni]. (B)(6). Consultation. Status post laparoscopy and small bowel resection for internal hernia and strangulation. Doing fairly well, but still having some abdominal pain and intermittent vomiting. Exam: gastrointestinal: no masses, no hernias. (B)(6) 2017: (B)(6). Radiology-x-ray upper gastrointestinal. History: lower abdominal pain and vomiting. Impression: tertiary contractions esophagus. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1932, 1971, 2422, 3191: appropriate code/term not available for ¿purulence¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2006 through (B)(6) 2013, and (B)(6) 2013 through (B)(6) 2017 were not provided. Patient information: medical history: obesity: (B)(6) 2013: 200 lbs., bmi 35.43. Smoker: (B)(6) 2013: former, no end date provided. Diabetes. Pancreatic cancer. (B)(6) 2013: stable diverticulosis without inflammatory findings. (B)(6) 2015: colonic diverticulosis. (B)(6) 2017: gastroesophageal reflux disease [gerd]. (B)(6) 2017: pancreatitis. Surgical procedures: unknown dates: cholecystectomy, appendectomy. 2005: whipple procedure [pancreaticoduodenectomy]. (B)(6) 2006: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2017: bladder/vaginal surgery, ¿a lift.¿ (B)(6) 2017: exploratory laparotomy. Small bowel resection. Removal of synthetic mesh. Implant preoperative complaints: (B)(6) 2006: preoperative diagnosis: ¿incisional hernia.¿ implant procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc04 /no pid, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2006: wound classification: unknown. Description of hernia being treated: ¿a skin incision was made in the right flank and carried down through the muscle layers to the peritoneum. The peritoneum was opened. A 10 mm trocar was inserted. The abdomen was insufflated with co2 pressure at or below 15 mmhg. A 5 mm trocar was inserted in the left lower quadrant and a 10 mm trocar in the right lower quadrant. The abdomen was observed through the laparoscope. There were marked adhesions to the anterior abdominal wall from her previous whipple procedure. These adhesions were taken down using sharp and blunt dissection. Care was taken to avoid injury to bowel . With all the adhesions the anterior abdominal wall was taken down. The hernias were inspected. The patient had a large hernia right in the middle about 10 cm in size. There were 2 smaller ones with 1 to the right that was about 3 cm and then 1 to the left that was about 4 cm. .¿ implant size and fixation: ¿the hernia was mapped on the anterior abdominal wall and then 3-4 cm of additional mesh was used as a repair the mesh was 25x20cm dual mesh. Gore-tex sutures were taken in 4 corners of the mesh. The mesh was then rolled up and passed through the 10 mm trocar site in the right flank. This was then positioned with the smooth portion left internally. Through tiny incisions the sutures were passed through the abdominal wall and tied in place. Using the endo anchor the edges of the mesh were then tacked to the abdominal wall all the way around about 1 cm apart. The mesh fit very nicely and without tension. Hemostasis was good. The remainder of the abdomen was inspected. The liver did not show any signs of tumor and there was no other evidence of any masses. The trocars were removed. The air was allowed to escape. The fascia at the two 10 mm trocar sites were closed with 0-vicryl. The skin was closed with subcuticular 5-0 vicryl and some staples.¿ relevant medical information: (B)(6) 2013: ¿left upper quadrant abdominal pain, she is known to me from previous incisional hernia repair in left upper quadrant about 6 years ago. About a month ago she felt pain in the left side with radiation up to the epigastric area, is concerned she has another hernia assessment: abdominal pain. Plan: CT of abdomen.¿ (B)(6) 2013: emergency room visit. ¿abdominal pain, nausea, vomiting and diarrhea. Patient had a history of pancreatic cancer and 1 year ago was told she was in remission. Prior episodes of nausea vomiting and diarrhea with most recent being less than a year ago. Patient rolled over approximately 1 week ago and developed upper abdominal pain at area of her mesh from past surgery. Pain has been present and worsening since.¿ ¿CT: ¿no definitive acute findings. Stable diverticulosis without inflammatory findings. Disposition: acute urinary tract infection. Secondary impression: dehydration.¿ explant preoperative complaints: (B)(6) 2017: emergency room. ¿patient instructed to come here by her primary care physician for frequent falls. She fell yesterday 3 x with possible loss of consciousness, feeling weak today. She had bladder/vaginal surgery ¿a lift¿ 18 days ago, has had blood in stool, blood in urine at pcp [primary care provider¿s] office. Diarrhea yesterday. Exam: constitutional: fatigue, weakness-generalized. Gastrointestinal: bloody/tarry stool, diarrhea.¿ (B)(6) 2017: CT abdomen/pelvis [a/p]. ¿abdomen: patient has evidence of a thoracic neurostimulator. There is a moderate amount fluid in the stomach. Patient has evidence of anterior abdominal wall surgery with surgical clips. There are dilated loops of distal small bowel with air-fluid levels which could represent a focal ileus or early obstruction . The transition zone is not clearly identified. There is abnormal appearance of the to a [sic] mid small bowel loop which shows evidence of marked mucosal edema. No inflammatory changes noted surrounding the bowel however cannot exclude a focal ileitis or ischemic changes but this could represent part of the patient¿s known whipple procedure with an afferent limb.¿ pelvis: ¿impression: abnormal appearance to the small bowel loop noted in the right mid abdomen which could represent a focal area of significant colitis or ischemia or possible afferent limb. Close follow-up is recommended. Evidence suggesting ileus involving the distal small bowel. No free air is identified. There is air in the biliary system. Dilated stomach.¿ (B)(6) 2017: x-ray abdomen. ¿evidence of possible small bowel ileus or obstruction.¿ explant procedure: exploratory laparotomy. Small bowel resection. Removal of synthetic mesh. Explant date: (B)(6) 2017: ¿a midline incision was made using a 10 blade and bovie cautery was used to dissect through the subcutaneous tissues to the fascia. The fascia was divided and a piece of bilayer synthetic mesh was encountered in the upper midline. While opening the abdomen a small amount of pus leaked out from the mesh. The mesh was divided with heavy scissors, and the omentum and small bowel was dissected free from the posterior surface of the mesh using scissors and bovie cautery. The abdomen was explored and an internal hernia was found with most of the small bowel in the ruq [right upper quadrant] behind the loop of bowel that was brought up to the ruq [right upper quadrant] for the whipple. The bowel was reduced from the hernia and examined. The transition point was found and the distal bowel was decompressed. All of the bowel in the ruq was purple, but after the hernia was reduced the bowel became pink with peristalsis. There was one small section, approximately 10 cm, that was felt not to be viable. It was resected using a gia stapler and the mesentery was divided using the ligasure. A stapled side to side anastomosis was created with a gia 75 mm stapler and the defect was closed using a ta 60. The mesenteric defect was closed using interrupted vicryl sutures. There was a band of tissue in the ruq [right upper quadrant] of the ovary to the cecum that was felt to possibly be constrictive, and contributing to the internal hernia, and this was taken down with the bovie. The abdomen was irrigated with ns and the bowel run again from the ligament of treitz to the terminal ileum. The mesh was completely resected due to purulent drainage in one spot, and due to the opening of the bowel during the case. The bovie and scissors were used to take the mesh down from the posterior abdominal wall and it was passed off the field. There was no obvious hernia defect that needed to be addressed. Prior to closure, the silicone ngt [nasogastric tube] was exchanged for a traditional salem sump tube, and was palpated in good placement in the stomach. The fascia was closed using a running 0 pds and the skin was closed using staples.¿ ¿specimens removed/altered: section of small bowel synthetic mesh.¿ (B)(6) 2017: pathology: ¿final diagnosis: a. Small bowel resection: small bowel showing ischemic type necrosis with edema and vascular congestion... B. Soft tissue, abdominal mesh, excision: fibrofatty soft tissue showing fat necrosis, acute and chronic inflammation with sclerosis.¿ ¿gross description: a. Specimen is received in formalin and labeled ¿section small bowel¿. The specimen consists of an unoriented segment of small bowel, stapled at both ends measuring 14.0 cm in length and 2.8 cm in average diameter. The serosa is granular and focally congested with a few adhesions. The mucosa is dark green with no lesions or areas of ulcerations. B. The specimen is received in formalin and labeled ¿abdominal mesh¿. The specimen consists of a 22.5 x 16.0 x 1.5 cm in segment of mesh material with attached fibroadipose tissue. There are no discrete masses.¿ relevant medical information: (B)(6) 2017: ¿status post laparoscopy and small bowel resection for internal hernia and strangulation. Doing fairly well, but still having some abdominal pain and intermittent vomiting. Exam: gastrointestinal: no masses, no hernias.¿ (B)(6) 2017: x-ray upper gastrointestinal. ¿impression: tertiary contractions esophagus.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction, small bowel resect, purulence, necrosis and chronic inflammation of bowel tissue, removal of mesh, additional surgery. Additional event specific information was not provided.